Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that their service indicator became illuminated when testing their device. The customer advised physio that the device was charged to 360 joules and when the shock button was pressed the device displayed "discharging". The biomed also observed an event code logged in the device's memory that is associated with a failure of the device to charge for defibrillation energy. As a result, defibrillation therapy may not be available to a patient if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
A third party service provider evaluated the customers device and verified the reported issue. The third party service provider replaced the device's main keypad to resolve the reported issue. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control reviewed the third party evaluation data and determined the main keypad was the cause of the reported issue. Device not evaluated by manufacturer.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that their service indicator became illuminated when testing their device. The customer advised physio that the device was charged to 360 joules and when the shock button was pressed the device displayed "discharging." The biomed also observed an event code logged in the device's memory that is associated with a failure of the device to charge for defibrillation energy. As a result, defibrillation therapy may not be available to a patient if needed. There was no patient use associated with the reported event.